Manufacturer narrative:
H3: the pipeline flex device and marksman micro catheter were returned for analysis. No damages or irregularities were found with the marksman catheter hub. Dried blood was found within the hub. The pipeline flex pusher was extending out the hub ~390cm. The marksman micro catheter body found accordioned at ~8.3cm, ~9.2cm, ~10.0cm, ~116.0cm, and between ~126.0 and ~132.0cm from the proximal end. The micro catheter outer tubing was found separated at ~28.7cm from the distal tip with the two segments retained by the inner wire. The marksman micro catheter tip and marker band was found intact and undamaged. The pipeline flex dps sleeves and tip coil were found extending out of the micro catheter distal tip. No damages or irregularities were found with the dps sleeves, the distal and proximal dps restraints or tip coil. The pipeline flex hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The distal braid end was found fully opened, severely damaged and frayed. The proximal braid end was found fully opened, damaged and frayed. The marksman micro catheter total length and usable length could not be measured due to the damages. The pipeline flex device was found stuck within the marksman micro catheter and had to be cut out. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was confirmed damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported all devices were prepared per IFU, vessel tortuosity was severe, distal end of the pipeline was placed in a bend, device was resheathed less than or equal to two times. The severe tortuosity and device placed in a bend likely contributed towards the failure to open. The marksman micro catheter was found accordioned and broken. Possible causes are patient vessel tortuosity, user advance/retrieve device against resistance, device removed aggressively, or catheter entrapment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was always in a flattened state in the anterior curve segment of the c4 after multiple operations, and the push-pull operation could not be opened all the time. The pipeline failed to open in the middle and distal sections. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 20mm and a 17mm neck diameter. It was noted the patient's vessel tortuosity was severe. It was reported that the pipeline was always in a flattened state in the anterior curve segment of the c4 after multiple operations, and the push-pull operation could not be opened all the time. The pipeline failed to open in the middle and distal sections. The distal end of the pipeline was positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was replaced with a new pipeline and the operation was successful. There were no patient symptoms or complications associated with this event. It was unknown if a dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed a giant aneurysm in the cavernous sinus segment. The pipeline was not used for an indication that was not approved and the devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.